Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s caregiver started a freestyle libre 3 continuous glucose monitoring (cgm) sensor in the libre app, after which the ilet indicated the sensor was in use by another device and the sensor needed replacement; the caregiver found the ilet setup steps confusing and ended the call. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the reporter and analysis of the information provided. Investigation of this case revealed an interoperability problem consistent with an improper procedure when pairing the sensor, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to unintended user setup error.